Event description:
A us distributor reported that a battery charger was experiencing resets.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed due to corrosion on the battery board. Upon further investigation, the y1 crystal oscillator was internally open, causing fault. The root cause for the corrosion was ingress of an unknown liquid. The root cause of the open y1 crystal oscillator was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.